Event description:
It was reported that the user experienced recurrent hypoglycemia after meal announcements while using the ilet bionic pancreas with a dexcom g7, including an event with glucose reaching 44 mg/dl followed by rebound hyperglycemia to 280 mg/dl consistent with overtreatment of lows; the user stated their typical meal announcement amount appeared excessive and contributed to crashes, and a factory reset was performed to enable relearning. Symptoms included urgent low glucose requiring oral carbohydrate treatment. Outcomes included user-performed treatment at home without escalation of care. Troubleshooting and education were completed, including guidance on the learning phase and meal announcement behavior, and reconnection of the cgm post¿factory reset. Investigation included technical support review and user education with field team engagement. Investigation of this case revealed hypoglycemia with cause unclear associated with meal announcements and subsequent overtreatment. It was concluded that the cause of hypoglycemia remained undetermined; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.